Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-13266. It was reported that the patient presented for a procedure to upgrade to a magnetic resonance imaging compatible system. Prior to procedure, it was noted that the atrial lead exhibited noise. During the procedure, there was atrial lead to right ventricular lead adherence in the superior vena cava. The leads were explanted and replaced. The patient was in stable condition before, during, and after the procedure.